Event description:
Impella device broke in the left ventricular (lv) after it was positioned, physician tried to reposition the device and exerted pressure that made the device loop in the lv. Then he tried to pull the device back to un-loop it, device broke. Manufacturer response for impella cp 3.5, impella cp 3.5 (per site reporter), unknown.